Manufacturer narrative:
Submit date: 2/17/17. An investigation was performed. As no lot number was identified, a manufacturing device history review (DHR) or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Sample consisted of one palindrome catheter inside a generic plastic bag and it presented signs of use (blood). Visual of the sample did not reveal any problem (kinked or broke). Additionally the catheter was tested under water for verify any leak as result of the possible break, however the catheter did not present any leak. In addition, a brainstorming session was performed with the purpose to identify additional potential causes. Based on previous information, customer perception is the most probable cause for this complaint. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Quality assurance performs in-process inspection at the final stage of production, which would identify these issues. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/18/2016. An investigation is currently under way; upon completion the results will be forwarded. Multiple attempts have been made to retrieve additional information. If additional pertinent information is provided, a follow up will be submitted.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports kinking break.